Event description:
(B)(6) registry. It was reported that during a coronary artery stenting treatment procedure, a stent thrombosis occurred. The target lesion was in the left anterior descending artery (lad) vessel. The vessel diameter was 2.7mm and the target lesion length was 20mm. Pre-procedure there was 86% stenosis and post-procedure there was 2% stenosis. The liberte stent used had a diameter that was 3mm and the length was 20mm. An additional procedure was performed in the target lesion for thromboaspiration. The procedure was a technical success. The patient was discharged two days after the index procedure and did not have anginal complaints or silent ischemia. The discharge medications were asa 100mg/day for 12 months and clopidogrel 75mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.